Manufacturer narrative:
Device is combination product. Device evaluated by MFR: promus element plus, mr, ous 2.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 21-dec-2018. It was reported that stent damage occurred. The 2.5 mm x 38 mm, 80% stenosed target lesion was located in the moderately tortuous and calcifying left anterior descending artery. During percutaneous coronary intervention, a promus element plus drug-eluting stent was used. However, the stent could not cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patients status is stable. However, returned device analysis revealed stent damage.